Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 311 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, the patient reported the pod's cannula was found to be dislodged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while wearing a pod between 1 and 4 hours the pods pink slide slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition, the patient reported the pod's cannula was found to be dislodged. The patient's blood glucose (bg) values reached over 250 mg/dl.